Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Samples received: no samples received and no units of the involved reference batch in stock. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Without samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: not justified: without samples a study cannot be performed to determine if the affected product does not fulfil the OEM specifications. In consequence, a proper analysis cannot be done. Nevertheless, note taken of this incidence and if any sample is received in the future, the case will be re-opened and analyse. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. H3 other text: no device available for evaluation.

Event description:
Country of complaint: japan. When the customer performed surgery, the needle of this product did not come off. A possibility that a needle flies was considered, and every time this product was used, it was cut with cooper.